Event description:
A caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on how to effectively press the button and confirmed that the pump's display turned on, despite the button remaining hard to press. The customer did not wish to remove the pump case, and a replacement pump was arranged. Customer will continue to use current pump.